Event description:
The above described device was placed into a pt for gastrojejunostomy readings. Some time after placement, exact date unk, the catheter migrated out of the pt's stomach. The pt developed peritonitis and subsequently expired. Attempts to obtain add'l info has not been successful.